Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed sores under the lifevest equipment. Patient described the area as sores. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised patient to end use for the skin irritation. Outcome of the irritation is unknown.